Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the reservoir would not push insulin into the infusion set. Customer indicated that she changed her infusion set the night before as her blood glucose was at 400 mg/dl. Customer indicated that she checked her blood glucose in the morning and it was fine, but did not indicate the blood glucose level. Troubleshooting was not done as customer indicated that the infusion set was occluded. Customer will not return the product for analysis. No further information was given.